Event description:
It was reported that the defibrillator has been experiencing therapy-related error messages. There was reportedly no patient involvement. The manufacturer's bench repair technician evaluated the device and confirmed the reported problem. One therapy pca was returned for failure analysis. The reported allegation was not verified or duplicated during lab tests. The therapy pca passed all tests during operational check and performed as expected. Therefore, there is no fault found with this therapy board. The xl+ therapy pca was received in the fa lab on december 13, 2021. Pca part#: 453564570771, pca sn#: (B)(6), pca date code : 2015-31, RMA# : r400237395. Customer's problem description: "therapy related errors." Visual inspection: the pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. Fixture readiness test: to ensure the xl+ reference unit was ready for use, an op-check was successfully run with golden boards installed. In addition, a black hourglass on the ready for use (rfu) indicator was observed to be flashing, confirming that the fixture was ready for use. System info and status log: not applicable for the therapy pca. The logs are stored on the processor pca. Did not encounter any of the log failures reported. As received functional test: the therapy board under test was placed in the reference unit, and the fixture turned on with the xl+ therapy knob set to monitor. The unit powered up normally and displayed all relevant waveforms including a black hourglass symbol in the rfu window. Three manual shocks were successfully delivered within spec (±15%) @ 15j (14.9j), 150j (149.2j), and 200j (199.1j), as measured by the defibrillator/analyzer. Defibrillator disarm test: the unit was then charged to 200j, and discharged successfully into the internal resistor when the "disarm" soft key was pressed. Operational check: : the xl+ therapy knob was then set to 150j, and a successful operational check was run. The displayed results were reviewed and printed out. In addition, a black hourglass on the ready for use (rfu) indicator was observed, confirming that the fixture was ready for use. Summary of findings: : the reported allegation about the "therapy related errors" was not verified or duplicated during lab tests. The therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board. Upon conclusion of the evaluation, it was determined that the capacitor, therapy pca, and processor pca required replacement. The software was also re-installed. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device was returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the defibrillator has been experiencing therapy-related error messages. There was reportedly no patient involvement. The manufacturer's bench repair technician evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the capacitor and processor pca required replacement. The software was also re-installed. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device was returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the defibrillator has been experiencing therapy-related error messages. There was reportedly no patient involvement.